Manufacturer narrative:
Section b5: describe event or problem. Section e: initial reporter. Section h: adverse event problem.

Event description:
It was initially reported that a lapidus nail broke during patient use. Recent information was received where the complaint initiator confirmed that the device is bent and not broken. There is no revision surgery planned as the patient is reported to be doing fine and has no symptoms.

Manufacturer narrative:
Limited information received thus far on the details of event. A follow up report will be submitted when additional information has been received. (B)(4).

Event description:
It was reported that a nail broke during patient use.